Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 536 mg/dl. The insulin pump alarmed motor error. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received stuck in motor error alarm loop during bolus delivery and error alarm confirmed in the history file. The motor tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during out testing. The insulin pump had scratched lcd window and case.